Event description:
This was revealed by a report at a medical conference. On (B)(6) 2024, an abnormal impedance was detected during a pm check. An x-ray examination revealed that the lead had perforated. There was no pericardial effusion. The entire device system was left in the body and used as an aai. A micra (vdd) was implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.